Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding another issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. We have only received a picture showing a needle with the tip bent. However, without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. This product was manufactured with two needle raw material batches. Bending strength results on samples tested in these two needle batches during production were 47.56 nxcm and 47.98 nxcm in minimum and fulfilled the specifications of the product (46 nxcm in minimum). Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: without samples we are not in position of studying if the possible affected products do not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reported that the needle was already bent when opening the package. The patient is not involved. The nurse has to open a new pack to continue the operation afterwards.